Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The alarm appeared when the customer inserted a new battery. The blood glucose reading was 98 mg/dl. The customer inserted a different battery and the insulin pump is now working as designed. The battery cap had been replaced. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The customer refused to replace the insulin pump, they will monitor it.